Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged and the proximal end was cut short. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark in the valve casing was noted. This is probably due to the valve receiving a hard knock. Corrosion was noted on the stator. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101, with lot ckfcbk, conformed to the specifications when released to stock on the (B)(6) 2009. The root cause of the corrosion could not be clearly determined. The root cause for the dislodged stator could be partly due to the valve receiving a hard knock, as well as the corrosion. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2016, changing the pressure was not correctly done in the morning. When the surgeon tried to change the pressure through radiography in the afternoon, it was found that the stepping motor seemed to spin around and the pressure was different from the last checkup. The pressure might have been changed without attempt. The surgeon is planning the revision and the patient is currently being monitored.